Manufacturer narrative:
(B)(4).

Event description:
An endurant ii aui stent graft system was implanted in a patient for the endovascular treatment of a 66mm in diameter abdominal aortic aneurysm. The proximal neck was 21-28 mm in diameter. The neck angulation was moderate at 60 degrees and the proximal aortic neck thrombus and calcification was mild. It was reported that during the index procedure, the angiogram identified a proximal type I endoleak. The physician decided to treat with eight aptus endoanchors that were implanted at 0,30,35 degrees lao/rao however, the endoleak did not resolve. The physician stated that the cause of the endoleak was due to the patient's conical and angulated aortic neck. The patient will be monitored. No additional clinical sequelae were reported and the patient is fine.